Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked display window corner.

Event description:
The customer reported via phone call that the insulin pump had a crack on the screen. The customer reported that the insulin pump was bumped. The customer's blood glucose was 132 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.